Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6), the receiver displayed an errhwbbt. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver was re-booted, the unit displays initialization screen and continuously resets. The receiver was opened and the main board was separated from ui-u1 to perform a download; the log was reviewed and contained screen errors. The reported event of an error icon display was confirmed. The root cause could not be determined